Event description:
Customer was admitted to the hosp for high blood glucose and diabetic ketoacidosis. Programming was checked. Ran self test and the pump passed.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.